Event description:
It was reported that the subject device had clogged air/water channel with foreign object. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of air/water channel clogged was confirmed. Olympus was not able to confirm the customer failure "with a foreign object". A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem found. The most likely cause of the air/water channel clog is component failure/tube wear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.